Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the surgery, the problem of pulling off suture needle happened and could not be used when the doctor put the suture into the abdominal cavity through the 12mm puncture device. The doctor did not use violence. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/19/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the needle fall into the patient? If so, was it retrieved? What was done to retrieve the broken/detached needle? For example, switch to an open procedure, second surgery? Was the use of a c-arm or other method used to locate the broken piece inside the patient? Was there surgical intervention which resulted a surgical delay longer than 30 minutes? What is the patient¿s current health status and condition? Please refer to the event description, other information requested is unknown. Was the issue reported to the health authority? Please refer to nmap decision tree. The following information was received: product code should be sxpp1a406. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.